Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 32 mg/dl. The customer stated that paramedic came and treated him with IV of some type of medication but he had reactions so they took him to the hospital. Customer's blood glucose at time of admission was 152 mg/dl. Customer was admitted on the hospital on (B)(6) 2016. Customer stated that they ran a blood tests and found a uti but was not sure if that was the cause of his hospitalization. Customer was wearing the pump but it was suspended per paramedic's request. The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated the down, act and escape buttons sometimes do not respond. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Pump was communicated properly with minilink transmitter sensor and glucose sensor simulator. Threshold suspend alarm functioned properly. The insulin pump had cracked case at the display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.